Event description:
The iab was inserted into the pt on 5/1/1998 at 5:12 p.m. Poor inflation and augmentation was noted on 5/1/1998 at 5:55 p.m. By the flight team. Chest x-ray noted the intra aortic balloon tip to be at the 8-9th rib. The dr decided not to reposition the balloon due to an abdominal aortic anuerysm and kinking of the sheath at the site of entry. Upon removal, two kinks were noted in the sheath at the site of entry. No second intra aortic balloon was inserted. The intra aortic balloon and sheath were not returned to datascope for evaluation. Event complications: none from the event - reported 5/6/1998. Pt's current status: unk - reported 5/6/1998.